Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was in a store and passed out. An ambulance was called at that moment and the patient reported that he regained consciousness in the emergency room. The patient could not provide any information on possible treatment he received, but he was discharged on the same day. The cgm reading during the event was obtained after the event by studying the data and the cgm reading was 4.3 mmol/l, even though it was not specified at what moment during the event this was. No blood glucose reading was reported from any time during the event. The patient alleges that the actual blood glucose level must have been much lower than the cgm reading given that he lost consciousness. At the time of the report the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.